Event description:
Reportedly, while stapling the right lower bronchus the staple did release from the tissue. A tear to the bronchus occurred which had to be oversewed. The pt is in stable condition. Procedure: unk.